Manufacturer narrative:
Concomitant medical products: (B)(4), implanted: (B)(6) 2008.

Event description:
It was reported that there were some ventricular high rate episodes which appeared to be noise, and a lead polarity switch occurred. In the past, they were able to replicate lead noise with provocative maneuvers. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.